Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of shoulder components due to dislocation of rtsa while performing bicep curls. The case report form indicates the event is possibly related to devices and possibly related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the dislocation reported was likely the result of loosened supporting ligaments and muscles, which is addressed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2012. Non-revision of right shoulder components due to dislocation while performing bicep curls. This event report was received through clinical data collection activities.